Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right ventricular (rv) pacing impedance measurement of greater than 3000 ohms. Technical services discussed options for testing in unipolar, bipolar, checking for noise, troubleshooting etc. No patient symptoms were reported. At this time, this pacemaker and rv lead remains in service, and there was no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that, based on clinically observed high impedance measurements, this lead may be damaged, possibly due to entrapment in the clavicular/first-rib area. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right ventricular (rv) pacing impedance measurement of greater than 3000 ohms. Technical services discussed options for testing in unipolar, bipolar, checking for noise, troubleshooting etc. No patient symptoms were reported. At this time, this pacemaker and rv lead remains in service, and there was no adverse patient effects reported. Subsequently, additional information was received indicating that a chest x-ray showed probable crush/impingement at the clavicle. There were no sensed r waves in bipolar setting indicating failure to capture and high capture threshold. Rv lead is to remain in unipolar setting with sensitivity set to 2.5 mv. Ts suggested considering a high sensitivity number as there could be myopotential oversensing. This system remains in service.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right ventricular (rv) pacing impedance measurement of greater than 3000 ohms. Technical services discussed options for testing in unipolar, bipolar, checking for noise, troubleshooting etc. No patient symptoms were reported. At this time, this pacemaker and rv lead remains in service, and there was no adverse patient effects reported. Subsequently, additional information was received indicating that a chest x-ray showed probable crush/impingement at the clavicle. There were no sensed r waves in bipolar setting indicating failure to capture and high capture threshold. Rv lead is to remain in unipolar setting with sensitivity set to 2.5 mv. Ts suggested considering a high sensitivity number as there could be myopotential oversensing. This system remains in service.